Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5 and d10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the type of the treatment procedure is unknown with no procedural. The other equipment used was otv-s190 however, the serial number is unknown. The reported event was observed during inspection for usage and the serial number of the otv-s190 is unknown.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A foreign object dropped out of the clogged forceps channel. Additional information found during inspection and testing were; the flexible tube of the insertion section is crushed, wrinkled and discolored; the bending angle is insufficient due to the elongation of the angle wire; the curved rubber adhesive part is missing; the video cable dome was broken; light guide connector was leaking; light guide cover glass had leakage; universal cord was collapsed; plating of the video connector electrical contact was peeling; operations part, switch 4, switch box, grip, angle lever, up/down plate, universal cord, scope connector side of the universal cord, light guide connector; video, connector case, video cable, and up/down angle fixing lever were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera cysto-nephro videoscope had clogging around 3 cm from the forceps opening. There were no reports of patient harm. Upon evaluation of the returned device, it was found foreign material came out of the channel (causing the clogging). This report is being submitted for the foreign material coming out of the channel as a possible result of insufficient cleaning.